Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a test handpiece and generator and the device did activate using max and min buttons. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. In order to use hand activation, the green "hand activation" button (which is located on the far right on the front panel) must be illuminated, prior to use, on the generator; and the disposable must be properly torque onto the handpiece. Failure to do either of these can result in no hand activation function. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the during a laparoscopic gastric bypass procedure, when the device was activated and then deactivated, the button was stuck and it continued to activate continuously. A second device was used to finish the case with no patient consequence. No information was available on the patient.